Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a serious injury on (B)(6) 2017 at around 5:30 p.m. To 6:30 p.m. Due to a significant drop in their blood glucose. The customer stated that the insulin pump gave her 17 units of insulin when they asked for 10 units. The customer¿s blood glucose level of 519 mg/dl dropped to 300 mg/dl within 45 minutes. The customer started throwing up. The customer passed out and fell on the floor. The emergency medical services were dispatched. Troubleshooting was not performed. The device will not be returned for analysis.